Manufacturer narrative:
The field service engineer (fse) noted a major preventative maintenance (pm) was due on the instrument and completed the pm. The fse stated other issues were noted during this service. The vacuum pump would not reach 450 mm/hg; it only reached at a maximum of approximately 430 mm/hg. The fse replaced the vacuum pump. The fse also noted the reagent storage peltiers were performing between 97-100% duty cycle but the temperature was still in range; the fse replaced the reagent peltiers and thermistor to resolve this issue. The fse noted the wash pump stator had a few small chips at the top of the stator and replaced the wash pump stator. Service activity performed was verified to meet the specified requirements per established procedures. The instrument conformed to the manufacturer's published performance specifications and was returned to normal operation. Although repairs were performed by the fse, a definitive cause of the erroneous troponin results is unknown. System repairs performed by the fse were other issues noted during service. No hardware malfunctions were identified by the fse that may have caused or contributed to this event. Peltiers, stator.

Event description:
The customer reported erroneously elevated troponin I (access accutni) results, above the acute myocardial infarction (ami) limit, for one patient, involving the unicel dxc 600i synchron access clinical system used in conjunction with the access accutni assay and calibrator. An initial result above the ami limit was obtained. The sample was reflexed and retested on the same analyzer and a higher value was obtained; the elevated result was released out of the laboratory. As a result, the patient was admitted to the hospital based on the result. It is unknown if any additional treatment was given to the patient. There has been no report of current patient outcome. The customer did not have enough sample to retest so collected a new sample for reanalysis on the original and the alternate instrument. Retest results were within the normal reference range for both instruments. A beckman coulter field service engineer (fse) was dispatched to assess the instrument.